Event description:
It was reported that when using the bd pyxis¿ medstation¿ es storage space failure occurred and the device was not detected. The machine was rebooted twice but the issue could not be resolved. Several medications were present in the drawer, and user were unable to pull medications. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the auxiliary drawer device was not detected. A field service engineer (fse) worked with the customer remotely to troubleshoot the issue. A hard reboot of the station was performed. Following the reboot, the customer successfully tested the inventory. The system functioned as intended after field service engineer repaired the device.